Event description:
It was reported that navigation was inaccurate during a procedure as the physician switched from CT image guidance to MRI image guidance. Navigation was aborted and the procedure was completed by traditional methods without incident. Upon follow up by the navigation technician, it was noticed the images had been incorrectly imported.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. Not received for evaluation.